Event description:
It was reported, the patient had a fracture of the tibial & fibula. The device was implanted in 2007. The plate was found to be fractured in the following month. Patient was revised one month later.

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.